Event description:
Pt turned prone after pinned, head slipped a small amount. Turned pt supine, replaced skull clamp with second one. Small laceration, 0.5cm, left temporal, pressure applied, supported head, stapled laceration closed.